Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: unknown. Medical device expiration date: unknown. Initial reporter phone #: (B)(6). Device manufacture date: unknown. Investigation summary: unable to perform complaint lot history check for scale marking light/illegible due to unknown lot number. A review of all risk management documents for the product family of the device involved in this complaint (syringe, scale light/illegible) was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that an unspecified bd syringe had smudged/illegible markings. The following information was provided by the initial reporter: the customer tells med she a while back had a bag of syringes where the markings were all smudged out and not possible to read.